Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the clinic that the device was reprogrammed and the rv and ra output was lowered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited shorter than expected longevity. It was also reported that the right ventricular (rv) and right atrial (ra) leads were noted with high thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.